Manufacturer narrative:
This is the first of two reports that were filed for the same patient and the same surgery. Two drivers broke during this surgery and both tips of the drivers were not able to be retrieved and thus were left in the patient. These drivers, without the tips, were inspected by pioneer surgical technology and the hardness values were within specifications. The dhrs were also reviewed and all conformed to specifications. The surgeon has no plans to revise.

Event description:
During a anterior cervical procedure, there were two screw driver tips that broke off and were not able to be removed from the patient. There was no reported injury cause to the patient from these drivers breaking. This report is the first of two reports on these two drivers.